Event description:
During a low anterior resection, the anvil titled properly (after firing the instrument), but was reportedly difficult to remove. The complaint received also states that it "seemed the knife did not cut properly." The instrument was forcefully removed and this resulted in a rupture at the anastomotic site. The site was then over sewn with a needle and suture by the dr. According to the dr, he over sewed the leaking anastomosis and confirmed that there were no leaks. Two days post-op, a cat-scan revealed that the pt was leaking from the anastomosis. Reportedly, there was an additional complication after placing a drain for the anastomotic leak. The pt developed an infection at the muscle/fascia area around the drain. They report that the pt expired.